Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing red heart alarms. Initial review of the log file data appeared to indicate three episodes of pump stoppages within a few days. An occurrence of pump speed drops was reportedly observed while the pt was in the hospital and on tethered support (connected to the power base unit). Waveforms and log files were submitted to the MFR for analysis. The pt remains stable in the hospital pending a decision by the hospital as to whether the lvad will be replaced. In the meantime, the MFR has provided the hospital with a non-grounded pt cable for the pt's use and no further issues have been reported.